Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Territory (B)(6) reported as "trials in poor condition." Examination of the returned instrument confirmed the complaint; liner is worn and heavily scratched. The complaint sample consisted of (1) 221836452- pin trl +4 neut 520dx36id, date code pg0908. The date code pg0908 indicates this device was manufactured in sep 2008 and is 13 years old. A five-year search of the complaint database found similar reports for this type of damage and the root cause was attributed to a combination of misuse and heavy usage. No evidence was found of product or design error as a contributing factor. Monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as "trials in poor condition."